Event description:
The initial reporter states that the pump auxiliary alarm did not operate as expected. It failed to alarm. The initial reporter stated that the complaint occurred during testing and no patient had been affected. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for evaluation, the pump operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR was filed.

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump auxiliary alarm did not operate as expected. It failed to alarm. The initial reporter stated that the complaint occurred during testing and no patient had been affected. (B)(4).